Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Performance testing confirmed the power supply unit (psu) was inoperable and unable to charge the device. Based on all available evidence and previous investigations of similar complaints, it was determined that the reported charging issue was most likely due to physical damage to the psu cable assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device fault was due to a defective power supply unit (psu). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, it's battery would not charge when connected to the mains. The device was not in use when the fault occurred, therefore, there was no patient involvement.